Manufacturer narrative:
DHR review confirms that the device was conforming to specifications; no manufacturing related fault could be detected.

Event description:
Patient implanted with matrix rods and screws. At an unknown date following the revision surgery, from a previous procedure, patient was in a sitting position, leaned back and felt a snap. Patient was admitted to the hospital and it was determined that the rod had broken again at the same l4 level on the right side. The second revision is scheduled for (B)(6) 2013 (unspecified date). The surgeon is planning to remove both rods and replacing cocr rods without extending the construct further. This is the 2nd of two events involving the same patient. Refer to synthes file #(B)(4) for the 1st event. This is 1 of 1 report for complaint #(B)(4).

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the patient is scheduled for the second revision surgery in (B)(6) 2013 (unspecified date). Surgeon plans on removing the device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Brand name should be 5.5mm ti hard rod 400mm. Catalog #: should be 04.633.294.